Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by the reporter. Additional information and clarification of the complaint devices was received on jan 21, 2016. Initially, different and serviceable part numbers were reported and the complaint was determined to be non-reportable. The additional information and corrected part number information received on jan 21, 2016 was re-reviewed and the complaint was determined to be reportable for malfunction at this time. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two stardrive screwdriver shafts stripped during a variable angle screw ankle procedure on (B)(6) 2016. There were no fragments generated. The procedure was successfully completed using another screwdriver shaft. It was reported that the screws were fine and were successfully implanted. There was no surgical delay as a result of the reported event and the patient's postoperative condition is stable. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition was able to be confirmed since the distal tips of the devices were worn and slightly twisted. This type of damage is consistent with wear from repeated use, but the exact cause was unable to be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in many system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the driver was found to be deformed. No definitive root cause was able to be determined based on the complaint description; this failure mode is typically associated with wear and tear and/or improper technique. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.